Event description:
(B)(4). It was reported by the consumer that the 9000xt mechanical wheelchair especially customized handle of the gearbox sheared bolt fell off the chair while she was out getting the mail, and patient had to use her right leg to get back to her apartment. There was no injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9000xt customized, serial number/date code is unknown. The owner's manual part number 1100869 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, (B)(6). However, her age is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.